Event description:
Patient reported being wanded at airport and receiving jolt/shock in groin area. Patient reported not turning spinal cord stimulator down prior to going through theft security pass. No report of device explantation.